Event description:
It was reported that one (1) tc-plus prim femoral comp. Right 6 cem had fractured and was solved by revision surgery. One (1) tc prim fixed tib comp tc right 6 cem and one (1) tc prim tibial insert tc cr stand 6/15 were explanted. Surgery was completed by implanting s+n devices. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information added. Results of investigation: it was reported that one (1) tc-plus prim femoral comp. Right 6 cem had fractured and was solved by revision surgery. One (1) tc prim fixed tib comp tc right 6 cem and one (1) tc prim tibial insert tc cr stand 6/15 were explanted. Surgery was completed by implanting s+n devices. No further complications were reported. The complaint device tc-plus prim femoral comp. Right 6 cem was returned for further evaluation. Upon visual inspection, the reported failure could be confirmed and the right condyle was fractured. Upon material analysis, most likely a ductile overload is the cause of the fracture. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of the risk management documentation has been conducted. The occurrence and severity are in line with the corresponding risk file. A review of the device labeling revealed that the IFU (lit. No. 12.24, ed. 03/21) states "fracture, breakage" of the component as a ¿potential medical device problems¿ in combination with the implantation of a knee prosthesis. A review of past corrective actions was performed. No further escalation is required. Based on the limited clinical information provided, a clinical root cause cannot be confirmed. No post revision documentation has been provided; therefore, the patient impact beyond the reported pain, revision and postoperative convalescence period cannot be determined. Based on the performed investigation, the complaint could be confirmed and the right condyle of the complaint device is fractured. Cement residues were identified on the condyle fragment. This is an indication that the condyle was at least partially cemented to the bone during implantation. Indications of bone on-growth were also found, which suggests that implant fixation by cement could have been incomplete. Fracture surface displays signs of ductile overload which is the likely cause of the fracture. It is suspected that an unintended use error by incomplete implant fixation might have contributed to the ductile overload. The need for further actions are not indicated. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed. The returned complaint device will be archived but remains in possession of the patient. Corrected data: h6 (health effect - clinical code).